Event description:
The customer reported to philips healthcare that the x was flashing and the display would not turn on the heartstart mrx. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.